Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on august 19, 2009 alleging that she would get an error message every time she tested with her onetouch ultralink meter. The reported issue first occurred "1.5 weeks ago" and the patient has been unable to test for "a while." She claimed that "4 days ago" she developed high blood glucose with symptoms of thirst and feeling tired; however, she denied receiving any form of treatment. According to the troubleshooting performed with customer service, it was discovered that the patient was using non-lfs brand test strips. There is no evidence that the product malfunctioned; however, this complaint is being reported because the patient allegedly was unable to test for approximately 1.5 weeks and then developed hyperglycemia. Replacement products were sent to the patient.